Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received that the patients leads were sheared at the extensions prior to the procedure. The patient underwent a procedure wherein the sheared leads were explanted. No further information could be obtained.